Manufacturer narrative:
Investigation: visual inspection: a deformation of the outer housing of the prosa valve was observed through the visual inspection. A measurement of the plane paralelism could confirm this. The housing deformation measured at -0.067 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that the prosa and the progav 2.0 are permeable. Adjustment test: the prosa and the progav 2.0 valves were tested and are adjustable to all specified pressures. Braking force and brake function test: the brake functionality test of both valves has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the prosa is not operating within the acceptable tolerance in vertical position. Furthermore the progav 2.0 is operating not within the acceptable tolerance in horizontal position. Internal inspection: after dismantling of the valves, deposits were found in prosa and progav 2.0. Results: based on our investigation, we determine an accelerated outflow in the shunt system at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a prosa shuntsystem (part # fx987t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 14 months, height: 68 centimeters (cm), weight: 7 kilograms (kg), gender: male.